Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, even though the pump was flushed, the temperature remained high degree and did not go down. Since the temperature temporarily went down when holding the connection part by hand, a new product was used due to the suspect of contact failure. The reported item was discarded in the hospital because it was used on a patient with infectious disease. There was no patient injury.